Event description:
Healthcare professional (hcp) reported pt arrived at the clinic in 2003 to receive an add'l treatment, because the previous treatment the day before did not remove the goal ultrafiltrate (uf). The goal uf was 2kg, device indicated 2.2kg was removed: however, pt's pre-treatment weight was 66.9kg and post-treatment weight was 65.9. Hcp did report pt ate lunch during treatment. Hcp reported no alarms were noted. Pt did not exhibit any adverse signs or symptoms. Hcp did not know the device's serial number for this event. There was no medical intervention and no pt injury resulted from this event. Hcp did report the subsequent scheduled treatment 3 days later resulted in the correct uf being removed.